Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced hub separating from the device. The following information was provided by the initial reporter. The customer stated: customer called in to report that the butterfly part is splitting at the hub where it connects to the tube. Customer has 212 defected products. Customer also added that the facility receives our products from cardinal health and will reach out to them as well to file the complaint.

Manufacturer narrative:
The following field was updated due to corrected information: h.6. Imdrf annex g grid: g04026 chamber. H.6. Investigation: bd received 213 physical samples were received for review and analysis. 30 of the samples were subjected to functional and visual testing and the indicated failure mode for separation with the incident lot was not observed as all product specifications were met. In addition, 12 samples received in a different package were subjected to a functional and visual evaluations and the indicated failure mode for separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® push button blood collection set, the device experienced hub separating from the device. The following information was provided by the initial reporter. The customer stated: customer called in to report that the butterfly part is splitting at the hub where it connects to the tube. Customer has 212 defected products. Customer also added that the facility receives our products from cardinal health and will reach out to them as well to file the complaint.